Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance had increased and oversensing/noise was able to be produced during an office visit. The lead was suspected to be fractured. The device was suspected to have a setscrew issue. The plan was to replace the device and lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.